Event description:
Additional information was received that the patient had his generator turned off. The physician will continue to monitor the patient and no surgical intervention has been taken.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that diagnostics resulted in low impedance (<600 ohms). It was reported that the patient recently underwent generator replacement surgery and that it is believed that the patient manipulated the generator site. The generator was not programmed off after observing the high impedance. It was later reported that the surgeon feels that since the patient had epilepsy surgery that he no longer needs vns therapy; however, the neurologist feels that the patient still needs vns therapy to control his seizures. It was reported that it is being left to the patient on whether or not to continue with vns therapy. It was reported that the patient will see the neurologist and have the generator programmed off and will be sent for x-rays. No additional information has been received to date.